Event description:
It was reported that "during a deflux injection procedure yesterday, the deflux syringe experienced mechanical failure and broke midway through administration to the patient (2 each from the same lot#). This resulted in incomplete delivery of the product and required interruption of the procedure." Photos shared by the customer show the flange broken. Two syringes involved. Associated mdrs: 3014909464-2026-00047. Additional information received on april 27, 2026, indicated that "the procedure could proceed without awakening the patient, using a 2nd new syringe and a new deflux needle to continue the procedure, but unfortunately, the new 2nd syringe was also broken halfway when injected into the patient. The deflux metal needle was used. Deflux was used on a 44-year-old female patient with recurrent uti, unilateral right side. Vur grade 4. No injury or consequences reported."

Manufacturer narrative:
(B)(4).